Manufacturer narrative:
Add'l info received indicated that the customer has not experienced any further occlusion alarms. The device is expected to be returned; however, the device has not yet been received. A follow up, supplemental report will be submitted if the device has been received.

Event description:
It was reported by the contact that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was 337mg/dl. The customer resumed insulin delivery & delivered another bolus. The customer changed the cartridge and infusion set. As the pump supplies had been changed prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.